Manufacturer narrative:
Corrected investigation conclusion code.

Manufacturer narrative:
One uni-directional, curved, tacticath sensor enabled contact force ablation catheter was received for evaluation. The deformable body thermocouple read as high, variable resistance and multiple short circuits were noted during electrical testing. Further investigation revealed optical fiber 1 intermittently met specifications for optical properties when force was applied to the distal tip, optical fibers 2-3 were fractured at the location of a bend in the catheter shaft, and the deformable body thermocouple wires were fractured between electrodes 2 and 3, consistent with a deformation of the tip assembly. Additional analysis revealed the shaft material had been fractured under electrode ring 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of short circuits and a fracture found during analysis.